Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. He addressed the failure back to the stirrer motor. He replaced the part and the issue could be solved. Functional verification testing was completed without further issues and the unit was returned to service. Through follow-up communication with the technician in charge livanova (B)(4) learned that the stirrer motor was not blocked, thus it is likely that the root cause of the issue was an electrical failure. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed two error codes at the start up. There was no patient involvement .